Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0eec2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reports that patient "couldn't get it to come back on" on the day of the call. It was indicated that patient turned stim off a few days ago because she flew and on the day of the call she could not get it to come back on. The patient reported seeing the stim on icon. The patient stated that it meant she went through security with stim on. The patient did not think stim was on because she could not feel stim. During the call the patient increased stim to a point where she could feel stim; barely feel stim. It was indicated that patient was not getting "any control at all" when she went "through the airport" a few days ago. The patient thought she had turned stim off. A follow-up report will be sent if additional information becomes available.